Manufacturer narrative:
The device was used for treatment not diagnosis. The device is an instrument that is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while the surgeon was implanting a screw, the tip of the 4.0mm cannulated screwdriver broke off into the head of the screw. The surgeon removed the broken fragment and completed the procedure. There was a delay of approximately 5 minutes. There was no harm to the patient. Report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned product has a broken-off distal tip. The shaft shows sign of discoloration and the handle shows sign of usage. The shaft component (part # 314.05.01) material was changed from 440a stainless steel to 465ph stainless steel. This occurred after this particular device was manufactured. The 465ph material provides a material condition that encourages the screwdriver shaft to bend instead of break. The safer option for the patients is for the screwdriver shaft to fail in bending, rather than breaking and potentially leaving screwdriver shaft material in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.